Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was only half its usual length when the sensor was removed from the body. The sensor gave a reading of 40 mg/dl when the blood glucose reading was 80 mg/dl. The sensor was not returned for analysis.